Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump was unable to verify low battery alarm due to blank display. The battery tube spring is ok. The pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display and low battery alert from the insulin pump. The customer's blood glucose level was 198 mg/dl. The customer stated that the display was not blank for less than 30 seconds. The customer stated that the display is currently blank. The customer stated that the spring in the battery contact looked intact. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.